Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02267, 3005168196-2021-02268, 3005168196-2021-02269, 3005168196-2021-02271, 3005168196-2021-02272, 3005168196-2021-02273, 3005168196-2021-02262, 3005168196-2021-02263, 3005168196-2021-02264, 3005168196-2021-02265, 3005168196-2021-02266.

Event description:
The patient was undergoing a coil embolization procedure in the left and right gastric branch using ruby coil lps, packing coil lps, ruby coils, a lp system detachment handle (handle), and non-penumbra microcatheters. During the procedure, the physician advanced a ruby coil lp into the left gastric branch using the first microcatheter and attempted to detach the coil using the handle; however, the ruby coil lp failed to detach. The physician then attempted to manually detach the ruby coil lp using a needle driver but, the coil still failed to detach. Therefore, the ruby coil lp was removed. Subsequently, the physician was unable to detach five ruby coil lps and four packing coil lps in the target location using the handle. Therefore, the physician used the needle driver to manually detach the packing coil lps and ruby coil lps. Next, while attempting to place a ruby coil in the right gastric branch, the physician was unable to advance a ruby coil through the tip of the second microcatheter. Therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same microcatheter. There was no adverse effect to the patient.